Event description:
It was reported by the customer that a pyxis anesthesia es system had a drawer failure. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. A field service engineer inspected the cables and found marks in the retractorband. Made adjustments to the sensor bracket on the rear of the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device..